Manufacturer narrative:
Event date estimated as (B)(6) 2014 as this was the day of notification as the customer was unable to provide the date of correlation. Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 2.2, therapeutic range: 2.0 - 3.0. "The time between was unk. Reportedly, the pt added multiple drops of blood to the sample well." There was no reported adverse pt sequela. There was no add'l info provided.